Manufacturer narrative:
The reporter's meter and test strips were requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Occupation (B)(4).

Event description:
It was reported that a patient received a discrepant result when testing with coaguchek xs meter serial number (B)(4). At 1:48 p.m., a sample from the patient was tested using the meter, resulting in a value of 4.9 inr. Within 4 hours of meter testing, a sample from the patient was tested in the laboratory using an unknown method, resulting in a value of 2.9 inr. The patient's therapeutic range is 2.0 - 3.0 inr. The patient's testing frequency is weekly.